Manufacturer narrative:
The device is not available for return to the manufacturer; blade was discarded after use by user. The investigation is not yet completed; investigation results are pending. The event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the anesthesiologist was complaining on the shape of the blade. Because of shape of the blade, he did not get a good visual and had to switch to a competitor's product in order to intubate the patient. During the 7 mins delay of trying to work with the blade the patient did desaturate. The intubation was completed with the mcgrath video laryngoscope. The device was working as intended. The complaint is more generalized to the overall design of the mac #3 slimline blade.